Event description:
It was reported that when the catheter was removed from the packaging the stent implant was noted to be partially deployed. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned without blood or saline visible. The stent implant was returned stationary on the shaft and partially deployed 4 millimeters (mm) distal to the distal marker. There was no damage noted to the stent implant. The outer sheath was retracted 4 mm proximal to the tip crown. There was a bend in the middle of the metal shaft, possibly due to handling/packaging for returned to abbott vascular for analysis. There was no other damage noted to the sess. The tuohy borst valve was returned in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. It may be possible that the premature deployment is related to handling or interaction with the sheath during preparation, as the distal sheath was retracted 4 mm, consistent with the outer member being pulled back slightly. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.